Event description:
It was reported to boston scientific corporation in 2007, that a hydrothermablator procedure set was used during a endometrial ablation procedure performed on the same day, (female patient; age and weight are unknown). During the procedure the physician completed the 10 minute cycle, without a problem. He then wanted to do a couple extra minutes because he thought the patient would need more time. After the ablation was completed he did not remove the scope after cool down. He started the procedure again, two minuets into the ablation stage of the second run he noticed fluid in the vagina and the reservoir read 67 milliliters. The second ablation was aborted. After the second run the patient had a superficial burn on the perineum. The physician flushed the vagina with cool water, used silverdine cream and ice to treat the burn.

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn regarding either the validity or possible root cause for this complaint. Based upon the information provided, the most probable root cause is user error.